Manufacturer narrative:
The hill-rom technician found caster stems damaged causing the brakes not to hold. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2008. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced casters to resolve the issue. Based on this information,no further action is required.

Event description:
Hill-rom received a report form a hill-rom technician stating the brakes were not holding. The bed was located at the account room 418. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).